Event description:
The physician believed this to be normal device behavior as the device had been implanted for more than 4 years and the device was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During routine follow-up, the charging time limit was observed. The device was not at eri, however the device was explanted and replaced. The patient was in stable condition following the procedure.